Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for gastric stimulation and gastrointestinal/pelvic floor. It was reported the patient stated she needed the ins replaced and was looking for healthcare professionals (hcp). The patient stated she found an hcp willing to remove the implant, but would not put a new device in. The patient stated in (B)(6) of 2018, the patient was in the hospital for a week where the hcp¿s performed an upper endoscopy where they put botox and they were told they found corrosion in the coils, rods, and it was corroded. It was not the revision had not occurred. The patient noted the issue began on around the (B)(6) of (B)(6). There were no further complications that have been reported as a result of this event.